Event description:
It was reported that a pump over delivered medication (tacrolimus). The device was programmed to deliver 50ml of fluid at a rate of 2.08 ml/hr over 24 hours. However, it was observed that the entire container was delivered to the pt in approximately 20 hours.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The reporting user facility identified this report as a "product problem" and not as an "adverse event," but still selected "other serious (important medical events)" and "outcome attributing to adverse event." However, no info has been provided suggesting an adverse event actually occurred or that the device was a contributing factor.